Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence efforts to obtain additional information regarding treatment were unsuccessful. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced an open wound at the implant site. The recipient was prescribed bactroban ointment to be applied twice daily for 14 days. The recipient discontinued use of the device until the wound healed. The recipient has successfully resumed use of the device.

Manufacturer narrative:
The recipient was reportedly treated with bactroban ointment beginning (B)(6) 2017 and had 42 doses.

Manufacturer narrative:
(B)(4).